Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that expiration date was missing on shelf carton with an unspecified bd syringe 29gx1 ml. The following information was provided by the initial reporter: consumer called stating she was doing house cleaning and found a box of syringes that are about 16 years old.stated the box has never been opened. Stated there is no expiration date on the box. Stated they are 29 g x 1 ml syringes. Advised consumer that bd products are tested for 5 years.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, however, (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that expiration date was missing on shelf carton with an unspecified bd syringe 29gx1 ml. The following information was provided by the initial reporter: consumer called stating she was doing house cleaning and found a box of syringes that are about 16 years old. Stated the box has never been opened. Stated there is no expiration date on the box. Stated they are 29 g x 1 ml syringes. Advised consumer that bd products are tested for 5 years.